Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Hurting - mouth [oral pain]. Brush head has come apart, exposing a pin...started hurting while using the brush - oral-b dual action brushhead [injury associated with device]. Brush head has come apart, exposing a pin - oral-b dual action brushhead [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that an oral-b dualaction or dual clean brushhead came apart exposing a pin, and it started hurting while brushing with an oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. Relevant history: none reported. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that the product had since been disposed of. No further information was provided.